Event description:
It was reported that the customer's blood glucose level displayed as "high," though a specific value was unknown. The customer took corrective actions by administering a correction injection via multiple daily injections and delivering boluses through the pump. Technical support instructed the customer to inspect various components including the infusion site and tubing and advised replacing supplies as necessary. The customer's insulin storage and personal settings were confirmed to be correct. Recommendation was made to consult a healthcare provider in regard to diabetes management.